Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Additional information indicates the subject flow diverter was deployed in a patient on (B)(6) 2023. The subject flow diverter was deployed using standard deployment techniques. A stent was used to tack down the distal segment of the subject flow diverter during the initial case back in (B)(6) 2023. Following a 6 month review the decision was made by to use coronary stent to place and tack down the proximal end of the subject flow diverter since this device has a fair amount of radial force as well as its drug elution properties. During the process of positioning the coronary stent in the proximal 1/3 of the subject flow diverter and deploying it a post angiographic run show a fistula resulted from the coronary stent placement. An immediate attempt to coil the fistula was made with minimal impact. The patient was brought back the next day and several more coils were placed along with liquid embolic. The physician determined that this was adequate embolization for now and will bring the patient back in 3 months for follow up to see how the fistula resolves. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events of stent tapering and stent failed/unable to open.

Event description:
It was reported during the right ica (internal carotid artery) treating a pcom (posterior communicating) aneurysm procedure the subject flow diverter was deployed using standard deployment techniques and was completely apposed to the vessel wall on (B)(6) 2023. Six months post procedure on (B)(6) 2024, the subject flow diverter device was completely mal-apposed on the proximal 50% of the subject flow diverter and shows it dangling within the vessel. No patient symptoms have been reported. Additional information was received on 05 august 2024 that the patient had additional surgery on (B)(6) 2024 and an additional stent was implanted to tack done the proximal end of the subject flow diverter. Additional information was received on 08 august 2024 that a stent was used to tack down the distal segment of the subject flow diverter during the initial procedure on (B)(6) 2023 to ensure a distal ledge would not occur.

Event description:
It was reported during the right ica (internal carotid artery) treating a pcom (posterior communicating) aneurysm procedure the subject flow diverter was deployed using standard deployment techniques and was completely apposed to the vessel wall on (B)(6) 2023. Six months post procedure on (B)(6) 2024, the subject flow diverter device was completely mal-apposed on the proximal 50% of the subject flow diverter and shows it dangling within the vessel. No patient symptoms have been reported.